Manufacturer narrative:
The sample associated to this report is not expected to be returned for analysis. The customer did provide a lot#. Mfg will perform a lot history review of the reported lot as part of the investigation. If significant info is identified from the lot review then a summary of the findings will be provided in a supplemental report.

Event description:
The company received a report of a leakage from the cuff during pt use. The caller reported the product was implanted on (B)(6), 2010 and used until (B)(6), 2011. The cannula was changed in emergency department with a new one. Info provided confirms that the product was being used beyond the recommended 29 days as stated in the instructions for use.